Manufacturer narrative:
(B)(4). The manufacturing location was unknown. Device manufacture date was unknown. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair pre-testing, it was observed that the saw attachment device got hot within thirty seconds of running. The event was not related to surgery. There was no patient involvement reported. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the device got very hot within 30 seconds of running and could not pass the oscillating frequency test. It was also determined that the device failed the oscillating frequency test, sagittal saw showed signs of immersion, excessive corrosion was found inside of the internal sub-assembly components (the planetary wheels and the coupling shaft and the ball bearings could not rotate. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to cleaning sterilization and/or maintenance procedures not followed per the directions for use. If additional information should become available, a supplemental medwatch report will be sent accordingly.